Event description:
It was reported that the customer had been hospitalized for very low blood glucose levels the week prior. The customer declined troubleshooting for low blood glucose based on the fact that she stated that she has many other unavoidable auto immune diseases, which combined with diabetes, can cause her blood glucose to drop. The customer had called to report that the insulin pump alarmed weak battery, failed battery test, and battery out limit. The blood glucose reading was 108 mg/dl. Upon troubleshooting, the customer was able to reinsert the battery without triggering a failed battery test alarm. Advised to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.